Manufacturer narrative:
During inspection and testing of the device, the following defects were found, worn out angle wire, objective lens scratched, gap on bending section cover or distal sheath glue, connecting tube scratched, forceps channel port shaved, scope grip dirty, scope connector cover scratched, suction cylinder shaved, control unit, upward/downward angulation control knob, and light/right angulation control knob dirty, scope switch 1 cut, protector of universal cord on scope connector side and scope connector dirty, universal cord and scope connector scratched, light guide lens dirty, distal end of the device and light guide scratch, and foreign material found in scope forceps elevator. The device faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During annual inspection of the evis exera ii duodenovideoscope, the olympus service center found foreign material in the forceps elevator of the scope due to insufficient or incorrect reprocessing. This report is being submitted for the event found during inspection. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 01-mar-2022. Update field are h6, h9 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, we were not able to specify the root cause conclusively. However, repeated use of maj-1888, disposable brush, may have caused insufficient brushing at/around forceps elevator which led to remained foreign material. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.